Event description:
It was reported that the device electrogram shows atrial refractory (ar) of greater than 400 ms post ventricular sense event. The pattern repeats for several seconds. The caller was trying to understand why the ar events were occurring. The device remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.